Event description:
Mcgaw IV - ntg tubing comes apart near hub 1) leur lock separating from tubing. Pt. Did lose blood from this. Some blood loss (small unit) to patient. 2) the cassettee separated from the tubing also. This was reported to manufacturer has been sent back to company. This has happened at least two other times. But with no adwise out comesdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, none or unknown, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.